Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Further analysis was performed and the data gathered during the review of the manufacturing data, and electrical testing did not show any abnormal results. The characterizations and electrical testing is consistent with a delta 26h2 cell at this level of discharge. No evidence of an internal mechanism for premature depletion was found during destructive analysis. It was noted during the visual inspection of the battery exterior that the b- pin insulator tube was missing. The battery analysis and device save-to-disk data analysis described in this report indicate that this nonconformance did not contribute to the early depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Voltage elective replacement indicator (eri) on (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.